Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 4 months 16 days. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient called the vad coordinator on (B)(6) 2018 and communicated that he was having increased driveline drainage. The patient was prescribed doxycycline for 7 days. There were no labs or further testing done. No additional information has been provided.

Manufacturer narrative:
Date received by manufacturer. A specific cause for the patient's driveline infection could not conclusively be determined through this evaluation. The hm3 lvas IFU lists infection (driveline, local, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. The implant kit was shipped with heartmate 3 lvas instructions for use, document (B)(6), rev. A. Section 1 of this document lists infection (driveline, local, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." Heartmate 3 lvas patient handbook, document (B)(6), rev. E was also available at the time of implant. This handbook contains information about caring for the driveline and preventing infection. The patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file on this event.